Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). A 38mmx2.50mm promus premier¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed from the patient and the distal edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.